Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported during a myosure procedure for uterine tissue removal on (B)(6) 2016, the physician "saw metal shavings in the cavity". The physician removed the shavings. No injury reported. We have been unable to obtain additional information surrounding this event.